Event description:
Boston scientific crm received information that this right atrial (ra) lead will be extracted due to patient infection. No adverse patient effects have been noted. Implant, explant and event dates were not made available.

Manufacturer narrative:
See scanned page.